Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. We were unable to perform excessive no delivery test due to motor error alarms.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated the alarm occurred during manual prime. Customer's blood glucose was 240mg/dl. Advised customer to revert to backup plan.